Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that for the past few weeks, the down arrow keypad button was intermittently responsive, had a delayed response and required hard and multiple button presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.